Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device got stuck on the blue windows loading page. A field service engineer (fse) found that the station was stuck on a blue screen and unable to launch in admin mode. Initial troubleshooting attempts were unsuccessful, so the station was reimaged after documenting proper settings. The fse encountered issues with remote support service (rss) connectivity and registration post-reimage. The fse located the station using atlas key and configured it to appear on the customers rss page. Component manager initially failed to connect to the server and resolved by uninstalling rss agent and component manager, then installing rss 4.12 and component manager 5.30.0.4. Successfully configured both and verified connectivity via laptop. The customer confirmed successful access to multiple drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device was stuck on the blue windows loading page. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.